Event description:
It was reported that an administration set was leaking. This is the second time the tubing has been disconnected from the port piece and has leaked out, when the patient was being infused. The tubing is coming out and leaking all over the patient. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.